Event description:
The customer reported an issue with the touchscreen responsiveness of their pump, as the screen was frozen and not responding to input. There was no adverse impact to the customer¿s blood glucose level. After contacting technical support, the customer received complete pump reset information and successfully reset the pump, which resolved the issue.